Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor needle separated from sensor base. Checked needle for hooks/burrs and needle tip defects and found needle bent inside needle hub. Unable to confirm customer received sensor in said condition due to customer returned opened/used

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to remove the sensor¿s needle. The customer stated they had removed the sensor but was still unable to remove the needle off. The customer¿s blood glucose level was 158 mg/dl. The product will be returned for analysis.